Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 27.9 mmol. Customer visited the emergency room. Customer did not had any symptoms for high blood glucose. Customer was wearing insulin pump within 48 hours of reported high blood glucose event. Insulin pump had a crack on the back. It was unknown that customer was using auto mode or not. Insulin pump will not be returned for analysis.